Event description:
On (B)(6) 2022 -diagnosis of central sleep apnea. Asv device was titrated in sleep study resulting in 0 apnea events/hour. On (B)(6) 2022, received letter stating optimal treatment was an adaptive sero-ventilation machine (asv). A prescription was sent to (B)(6). Using rx oxygen at night until I receive machine. On (B)(6) 2022- asv device back in stock for me to purchase. Met with (B)(6) clinician. Confirmed aircurve 10 vauto was an asv device. On (B)(6) 2022 -woke up symptomatic. Had a headache, dizziness and shortness of breath. Began researching. Again noticed name was aircurve 10 vauto. From what I could find, only 2 approved asv devices on the market: the aircurve 10 asv and the phillips dreamstation auto servo-ventilation system. Called (B)(6) that day and told them my concern. They said that the aircurve vauto was an asv device. I was told that I needed to give the machine several weeks to learn my breathing and then it would work better. Messaged sleep dr. I sent images with name of device, sleep report and my concern. On (B)(6) 2022 again symptomatic. Apnea events reported by device as >70 hour, almost 3 hours total spent in apneas. Messaged dr. Again. They responded that they talked to (B)(6) that morning and that I was on an asv machine. They said the machine would adjust to my breathing. They said I could bring my machine in to (B)(6) and have the data downloaded and faxed over. On (B)(6) 2022 woke up gasping for air, hysterical, dizzy and confused. Began walking around the house screaming and crying, throwing glasses and ceramics against the walls. My husband and child watched. My husband brought me back to our bedroom and calmed me down. I don't remember any of it. We brought my machine to (B)(6) and had a report sent to dr. I messaged dr. And told them my data was on the way. I immediately stopped utilizing the device. On 6/11/2022 I messaged my provider again. On 6/13/2022 I called and left another message. On (B)(6) 2022 we brought the aircurve 10 vauto into (B)(6) and told them we were returning the machine because it was not an asv device. Manager came out and said it was an asv device. We showed documentation from the manufacturer that it was not. He said he just ordered 20 asv devices and this was what was sent. He said it could be programmed the same way and would do the same thing. He said he could try to order an actual asv but likely would not get one in. On (B)(6) 2022 we located an asv device at (B)(6) pharmacy. On 6/13/2022 finally received a call from sleep dr. Stating I could not order duplicate machines because that's a big insurance deal. I tried explaining again and the difference in the 2 machines. Not sure if they understand what happened. On (B)(6) 2022 received asv device from (B)(6). Began asv device that night with 0 events/hour and have continued to be at goal nightly. I am worried that anyone who has needed an asv device and has gone to (B)(6) has also received the incorrect device. I have been unsuccessful in explaining to (B)(6) and the provider's office the difference in the 2 devices. Thank you. FDA safety report ID # (B)(4).